Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 06/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2016 with the following findings: during investigation, there were no alarms relating to the complaint observed in the alarm history. There was no data in the pump history from the time of the report alarms due to continued use. The original complaint was unable to be adequately investigated due to a blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.